Event description:
This is a report of a home patient (hp) who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The breach in aseptic technique was described as a touch contamination and a catheter leak in the shower. The patient was not hospitalized for the event and treatment information was unknown. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause o the peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.